Event description:
Perclose deployed on the right femoral artery but upon inspection of the "2 feet" only 1 foot was noted. Md was notified; pulses were checked on the patient which was (2+). Md consulted with vascular. Per vascular md- no intervention needed and to monitor the patient. Item description: perclose exp: 8/31/2027; ref: 12673-03; lot: 5101841.